Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is available for evaluation by baxter. However, attempts to contact the customer have been made to retrieve the sample and/or any additional information. Baxter will continue to attempt to contact to customer for this information a follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative/information: per the customer, the device is not available for evaluation by baxter; therefore, the reported condition of "broken tubing" could not be confirmed. Should the sample and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv device was observed with the end of the tubing broken off upon opening the packaging it was shipped in. No patient involvement. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.

Event description:
This is not report 2 of 2 as previously mentioned in the initial medwatch. This is a stand alone report.